Manufacturer narrative:
(B)(4). The reported inability to communicate with the device was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported prior to device implant, the device could not be interrogated after several attempts. The device still could not be communicated with different programmers. The device was not implanted and a competitor device was used instead. The patient condition was stable before, during, and after the procedure.